Event description:
The complaint is reported as: "during the extraction of the cvc the seldinger frays." No patient harm was reported. It was reported the device was removed in its entirety and replaced.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer sent back two representative samples of cs-15122-f hemodialysis kit for analysis. Visual examination did not reveal any defects or anomalies in the guidewires from each representative sample. Microscopic examination revealed both welds appeared spherical and intact. The guide wire lengths measured 685mm and 685 mm respectively, which are within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameters measured .857 mm and .858mm respectively, which are within the specification limits of .838mm-.877mn per the guide wire graphic. The guidewires from each representative sample passed through the corresponding ars, dilator and introducer needle from each kit with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU includes the following warnings, cautions and instructions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered, remove spring-wire guide and catheter simultaneously." "Do not apply excessive force in removing guidewire or catheters." Complaint verification testing could not be performed as the actual sample was not returned for analysis. Two unopened representative samples from lot #71f19k2109 were returned and met all relevant visual, dimensional and functional requirements. A device history record review was performed and no relevant findings were identified. Without the actual complaint device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "during the extraction of the cvc the seldinger frays." No patient harm was reported. It was reported the device was removed in its entirety, and replaced.